Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that es application server was showing offline. A technical support specialist (tss) asked customer to check with hospital information technology (hit) and customer confirmed that hit team was working on a network issue and attempting to bring the application server back online. Then tss confirmed the server was back up and systems were functioning again and explained that devices do cache credentials locally but must re-authenticate with the enterprise application server after a reboot or network interruption, which could cause login issues if the server was unavailable. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, station was unable to authenticate users. Customer reported that the issue began after a recent power outage. Once power was restored, nurses were unable to authenticate on the station. Customer confirmed with their hit team that there were no issues with the affected user's usernames or passwords the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.